Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 176 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Additionally, the pump supplies were in use for 4 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The cartridge and infusion set site were changed to address the issue.